Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eighteen days post implant the implantable cardioverter defibrillator (ICD) system was explanted due to infection in the left pectoral where the implanted system was located. The patient was treated with antibiotics and the ICD system will be replaced in the future. No further patient complications have been reported as a result of this event.